Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheters, trek rx, instructions for use states: the trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion and balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. The investigation was unable to determine a conclusive cause for the reported tip separation; however the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported the procedure was to treat a lesion in the subclavian fistula artery (off label). The 3.50x25mm trek rx balloon dilatation catheter (bdc) was advanced over an unspecified asahi guide wire. However during removal of the trek rx bdc, the distal tip was separated and remained in the subclavian artery. There was no resistance felt during removal of the trek rx bdc. A snare device was used to remove the tip. There were no issues regarding resistance during advancement or during removal of the bdc. There was no issue with the asahi guide wire. The patient is doing fine. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.